Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during an atec breast biopsy procedure, using an eviva breast biopsy device, on (B)(6) 2026, the user experienced issues acquiring tissue samples. It is reported that the petite needle passed set up testing, was inserted into the patient and fired; however, the "atec red light came on." It is reported that troubleshooting was attempted by checking the seals on the cannister. The user reports that another attempt to obtain a specimen was made, but "no specimen [was] in [the] tubing, only clear saline fluid passing through." It is reported that the patient procedure was aborted. No further information is currently available.